Event description:
It was reported that during procedure, sparks were emitted from around the operator's hand. The procedure was completed using another fiber. There were no patient complications reported.

Manufacturer narrative:
Correction to field g1: manufacturing site. Upon receipt at our post market quality assurance laboratory, this fiber was thoroughly analyzed. Microscopic inspection identified that the fiber tip was degraded, please note that fiber degradation is expected through fiber use. The connector was in good in condition. Upon visual inspection, it was identified that the fiber body was broken into two pieces. It is likely that procedural handling and procedural conditions of the device during set-up or use contributed to the fiber body break. Therefore, the reported allegation was confirmed.

Event description:
It was reported that during procedure, sparks were emitted from around the operator's hand. The procedure was completed using another fiber. There were no patient complications reported.